Event description:
Patient reported a capsular contracture baker grade IV on left side. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported a capsular contracture baker grade IV on left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and bubbles. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported a capsular contracture baker grade IV on left side. Device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: red particles in the shell. Encapsulation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.